Event description:
Baxter reported that a transfer set separated from the titanium adapter during use. The set had been used for 40 days. The actual sample was available for evaluation. There was no patient injury or medical intervention reported.

Manufacturer narrative:
.